Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and no significant event leading to button error was observed. Button error troubleshooting was performed and unable to confirm if the time is advancing due to blank screen. Customer also reported to have experienced a high blood glucose of 470 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. However, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the pump passed displacement test, idle current test, run current test, self test and off no power test. Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.